Manufacturer narrative:
(B)(4).  Physio-control evaluated the device and verified the reported issue.  Physio replaced the therapy pcb assembly and confirmed proper device operation through functional and performance testing.  The device was then placed back into the loaner inventory for use. Physio further examined the removed therapy pcb and determined that the cause of the reported issue was a cracked filter, designator fl29.

Event description:
Physio-control was examining a device from its loaner inventory when it was observed that it had a service indicator present.  Upon further inspection, the device was not able to provide adequate defibrillation therapy during testing.  When attempting a 200 joule shock, the device charged ok but showed that only 11 joules were actually delivered and nothing was captured on the defibrillator analyzer.  The device also displayed an "abnormal energy delivery" message.  There was no patient use associated with the reported event.